Event description:
Patient underwent a hysteroscopic myomectomy with endometrial hydrothermal ablation (hta) and insertion of mirena intrauterine device menorrhagia. On (B)(6) 2025, patient presented to emergency department on (B)(6) 2025 for vaginal pain and discharge. Assessment revealed findings that favored hydrothermal burns of the cervix, vagina, and external genitalia. Surgeon believes that the hta machine could be responsible for the hydrothermal burns. Surgery was uncomplicated and vendor was present for the case. No alerts or alarms were noted during the procedure.